Manufacturer narrative:
The reported complaint issue was resolved via phone communication. A zoll service technician representative provided troubleshooting guidelines to the hospital's biomed on how to resolve the intermittent shutdown of the thermogard console. The biomed downloaded the event log and it showed over 30k bits of patient data stored. The biomed deleted the patient data and tested the console, it passed functional testing without any fault or error. The root cause of the reported complaint was due to full of patient data in the event log, likely attributed to user error. A zoll service technician representative made aware of the issue with the customer. There was no physical damage was observed on the thermogard console.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During cooling phase of ivtm therapy, the thermogard ivtm system (sn (B)(4)) powered off. Customer restarted the thermogard console and ten minutes into cooling treatment, the console powered off again. No error message was noted before the console powered off. Patient's status information was requested but the customer did not provide a response.